Event description:
It was reported that a needle removal difficulty occurred. An icerod cx 90 degree needle was selected for use in a cryoablation procedure. During the procedure, after needle testing was performed, the message 40-08 indicating an I-thaw error was received. The heating function was not working and passive heating between two cycles was impossible. As a result, there was difficulty removing the needle. There were no patient complications reported.

Manufacturer narrative:
Initial reporter title: in-house pharmacist.

Manufacturer narrative:
E1. Initial reporter title: in-house pharmacist. Device eval by MFR: the device was received for analysis. Visual analysis of the device revealed no obvious damage. The complaint device was connected to the console and during functional testing an ithaw error appeared. Disassembly of the needle found damage to the heater wire.

Event description:
It was reported that a needle removal difficulty occurred. An icerod cx 90 degree needle was selected for use in a cryoablation procedure. During the procedure, after needle testing was performed, the message 40-08 indicating an I-thaw error was received. The heating function was not working and passive heating between two cycles was impossible. As a result, there was difficulty removing the needle. There were no patient complications reported.